Manufacturer narrative:
Additional info has been requested and if received will be submitted on a supplemental report.

Event description:
It was reported that "surgeon was performing an accolade tmzf with trident cup total hip implants used were a trident psl 50mm cup (solid), 0 deg alumina insert 32mm. Accolade tmzf #3 132 deg stem, and a 32mm +0 alumina head. During the insertion of the accolade tmzf #3 stem, it was noticed that the tip of the accolade inserter had broken off. The nub that helps control version was completely gone. The doctor was able to insert the stem completely. Xray was called in to look for the broken piece delaying the case approx 20 mins. The piece was not seen on xray and never found. We searched the open trays, floor, etc and nothing was found. It was concluded that this may have happened in a previous case.